Event description:
It was reported that during a distal panc procedure, the tissue pad came off of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the tissue pad fall into the patient? If yes was it removed? Yes the pad fell off in the patient. Yes it was removed. Is the tissue pad returning with the device or was it disposed of? Yes, the tissue pad is being returned with device.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned tissue pad detached and with the blade gouged at the tip. The device was tested with a test hand piece and generator an alert screen was received, no further functional testing could be performed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Once the tissue pad is damaged there is metal to metal contact on the blade which can cause the "relax pressure on blade" and then the "replace instrument" message on the generator.